Event description:
It was reported that part of the guidewire broke off in the vessel because of a possible device malfunction. Surgery for removal of piece of guidewire.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusion.